Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded/loose drive support disk. The unit had cracks on the battery tube threads, reservoir tube lip and display window corner. The unit had a broken belt clip slot at battery tube threads area, as well as a scratched lcd window and missing end cap sticker.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.